Manufacturer narrative:
The device is currently not available for analysis. No conclusion can be drawn at this time. No additional information is available at the moment. The file is closed. The investigation will be re-opened should additional data become available.

Event description:
Ous MDR - it was reported that approx. 14 months after the implantation undersensing on this lead was noted (r wave around 2 mv). The lead remains implanted and active. An event date was not provided.